Event description:
It was reported that during a device changeout procedure, the physician was unable to remove the atrial lead from the devices header. The lead was removed with the device. It was noted that the connector pin had been damaged during explant and that it may have been bent prior to that.